Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 260 mg/dl and a corrective bolus was delivered to lower the bg to the target level. The customer did not know the cause of the high bg. The customer declined tandem technical support's offer to troubleshoot.